Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set was leaking from the joint between the bottom of the drip chamber and the tubing that extends from the drip chamber. The leak was observed during paclitaxel infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information for h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed, and it was noted that there was a defect observed between the assembly of the tubing into the drip chamber. Priming testing was performed, and it was observed that there was a leak between the assembly of the tubing into the drip chamber. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.